Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The needle sled was bent at the 18mm mark on the needle sled, meaning the needle sled was fully extended inside the joint space. However, the surgical technique suggests that the meniscus should be engaged while only 10mm of the needle sled is exposed. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent a procedure utilizing a meniscal repair device on (B)(6) 2011. During the procedure, the needle sled of the device bent in the patient's knee and the implant could not be placed. The surgeon shaved out the meniscus to complete the procedure.